Event description:
An explanted generator was received for analysis. It was unknown why the generator had been explanted. An online search of the patient's name identified that the patient passed away. The cause of death is unknown. No additional relevant information has been received to date. Analysis of the generator was completed on (B)(4) 2014. The device performed according to specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies existed. The battery was depleted as expected.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected data: the initial report indicated the generator was explanted in 2012 however, the device was actually explanted in 2008. The information has been corrected in this report.

Event description:
Additional information received revealed that the patient¿s generator was explanted prior to the patients. Death occurred on (B)(6) 2012 and the patient¿s generator was explanted four years prior on (B)(6) 2008. Additionally, it was noted that the device was programmed off since 1992. The reason for explant was unknown and the patient was not re-implanted with a new generator.